Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: part of the shell is missing, broken shell. Leak test was performed and found broken shell on posterior side. A microscopic analysis was performed which identify a striated edge broken on posterior. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported no complaint against left device. The device has been explanted.

Event description:
Patient reported left side device "deflation". Healthcare professional later via follow up confirmed the event of "deflation". The device has been explanted.

Manufacturer narrative:
Corrected data: b.5.